Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. Reference internal complaint: (B)(4).

Event description:
It was reported during a breast biopsy procedure the "obturator tip fell off" inside the patient's breast tissue after the obturator was removed. The procedure was completed. It is unknown when the physician removed the tip.